Manufacturer narrative:
Results: button weld.

Event description:
It was reported that an internal button weld failure caused a section of the bed cushion to balloon. There was patient involvement but no adverse consequences were reported.